Event description:
A customer reported that a pump declared an alarm during insulin pumping. There was no reported impact on the customer's blood glucose level. The customer attempted to load a new cartridge with support from the customer technical support (cts) team, but the alarm persisted. As a corrective action, cts decided to replace the pump. The customer was instructed to switch to another insulin delivery method temporarily and to return the faulty pump using a prepaid label.